Event description:
I currently use the dexcom g7 sensors. On (B)(6) 2025, I was abroad and noticed my sensor was giving inaccurate readings showing my blood sugars were high when they were actually low and vice versa. The issue is that the sensor was connected to my omnipod 5 and based on the incorrect values caused my omnipod to deliver much higher doses of insulin than necessary dropping my blood sugars into the 40s. Then there were instances where my blood glucose was very high but the sensor readings said that it was low and no insulin was given leaving my blood sugars near the 400 range. I tried to calibrate for several days and it would not accept the calibrations. I finally changed the sensor after 2 days of getting extremely sick due to inaccuracies and had the same issue with the new sensor. I had changed to my final sensor and was on my way back home to the states that same day. The 3rd sensor also failed. Out of a box of 9 sensors, every last one of them failed. I called dexcom and was told I had to wear each one for at least 24 hours to log the incorrect readings and my attempts to calibrate. I received replacements but out of those 9, 7 of them failed. Around the same time I received the replacements, my next 3 month supply of g7 sensors arrived and out of those 9, 6 failed. They continued to give extremely inaccurate glucose readings, the needle was defective (looped on the outside of the sensor) or failed before even being paired with the app. I have had sensor issues prior to (B)(6), but they were few and far between. The blood glucose readings were so problematic that after 2 months of consistent failures and incorrect insulin dosages being administered, my endocrinologist changed me over to the freestyle libre 3 plus. Three hundred eighty-eight (388) is the number the g7 was giving me, but low was my actual manual finger stick reading. This was the most extreme case that I experienced with the dexcom g7 sensors. I attempted to calibrate at least 20 times in the 2 days that I wore it and received the error messages "calibrations not used" or " calibration not saved". The error messages were constant over the past 2 months on the sensors that failed. Patient code: 1905; 1912. Device code: 1517; 2292; 2459; 2460; 2532; 2588. Reference reports #: mw5172739, mw5172740, mw5172741, mw5172742, mw5172743, mw5172744, mw5172746, mw5172747, mw5172748, mw5172749, mw5172750, mw5172751, mw5172752, mw5172753, mw5172754, mw5172755, mw5172756, mw5172757, mw5172758, mw5172759, mw5172760.